Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for the elecsys troponin t hs assay (tnths) on three cobas 6000 e 601 module (e601) analyzers at the (B)(6) hospital ((B)(6)) site and two e601 analyzers at the (B)(6) hospital ((B)(6)) site. High tnths results were questioned by clinicians who said that the raised results did not fit with the clinical picture of the patients. The questionable results were first noticed at the (B)(6) site, so the initial problem samples were sent to the (B)(6) site to run using a different reagent lot number. The same poor sample precision was observed at the (B)(6) site. The customer then started testing samples for tnths in duplicate. The (B)(6) customer also collected results for patient samples collected in serum tubes and compared these results to results of plasma tubes from the same sample collection. The customer provided data for a total of 558 patient samples. Of this data, 40 had erroneous tnths results. Erroneous results were reported outside of the laboratory. The customer stated that a third site has been running the tnths assay and no questionable results were observed at this site. A proficiency sample was tested at the (B)(6) site on an unknown e601 analyzer serial number and this sample had imprecision. Please refer to the medwatches with the following. Patient identifiers for information related to each involved analyzer: (B)(6) = e601 analyzer serial number (B)(4) at the (B)(6) site. (B)(6) = unknown e601 analyzer serial number at the (B)(6) site. (B)(6) = e601 analyzer serial number (B)(4) at the (B)(6) site. (B)(6) = e601 analyzer serial number (B)(4) at the (B)(6) site. (B)(6) = unknown e601 analyzer serial number at the (B)(6) site. Refer to the attachment for all patient data. Each row represents data from a different patient sample. Sample numbers highlighted in red at the (B)(6) site were repeated at the (B)(6) site using tnths lot number 26765400. Unless otherwise noted, the serial number of the e601 analyzer used for the measurements is not known. The customer stated that some incorrect tnths results were amended and the clinical staff was notified of errors. No adverse events were alleged to have occurred with the patients. Tnths reagent lot number 305646 was used at the rvh site. Tnths reagent lot 26765400 was used at the (B)(6) site. The reagent expiration dates were asked for, but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The erroneous tnths results are consistent sample quality issue within the laboratory. This instrument has since been uninstalled and replaced with a cobas 8000 e 801 module, further investigation is not possible.

Manufacturer narrative:
It has been confirmed that analyzer serial numbers (B)(4) are cobas 8000 e 602 module (e602) analyzers.

Manufacturer narrative:
The evaluation result coding has been updated.

Manufacturer narrative:
The customer has ruled out an instrument issue based on new data provided from a recent precision study performed on multiple platforms.

Manufacturer narrative:
The customer has provided data for four additional patient samples with erroneous tnths results. Refer to the attachment for this patient data. These samples were tested on e602 analyzer serial numbers (B)(4). And (B)(4). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. No adverse events were alleged to have occurred with the patients.

Manufacturer narrative:
The customer stated that they had erroneous tnths results for an additional patient sample tested on (B)(6) 2018 . The sample was initially tested at the rvh site on e602 analyzer serial number (B)(4). , resulting with values of 21.72 ng/l, 17.5 ng/l, and 14.04 ng/l. The sample was repeated on either the e602 analyzer serial number (B)(4). At the rvh site, or e601 analyzer serial number (B)(4). At the mih site, resulting with values of 20.77 ng/l and 23.62 ng/l. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. No adverse events were alleged to have occurred with the patient.